Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the south panel/ wall was damaged. No report of patient involvement.

Manufacturer narrative:
Additional repair information was unavailable from the customer.